Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery percentage was ten, at an implant procedure. The field representative segregated the device and was not implanted. Additional information is being requested from the field. No patient involvement. Boston scientific issued a notification (92946782-fa) identifying a subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. This s-ICD was included in this population.

Manufacturer narrative:
Boston scientific issued a notification (92946782-fa) identifying a subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. This s-ICD was included in this population. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device data confirmed the device software had an incorrect manufacturing date/timestamp. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery percentage was ten, at an implant procedure. The field representative segregated the device and was not implanted. Additional information is being requested from the field. No patient involvement.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery percentage was ten, at an implant procedure. The field representative segregated the device and was not implanted. Additional information is being requested from the field. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.